Event description:
It was reported that the physician was using an endeavor resolute drug-eluting stent to treat a lesion in a bypass venous vein graft. The lesion was moderately calcified with 50% stenosis. The lesion was pre-dilated. Resistance was experienced when the stent exited the guide catheter. Resistance was also experienced when physician was advancing to the distal area of the lesion where the occlusion was. The device was removed and on removal it was noted that the stent was damaged. Another stent was used to treat the lesion successfully. Device was inspected prior to use with no issues noted. There were no patient clinical sequelae reported. Device evaluation: there were numerous bends along the hypotube. The stent struts on the 2nd, 3rd and 4th distal segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - moderately calcified, lesion located in a bypass venous vein graft). (Deformation problem). Conclusion results: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - moderately calcified, lesion located in a bypass venous vein graft). (B)(4).